Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, coronary artery disease. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article, "using transmitral pressure gradients and residual mitral regurgitation to optimize outcome after transcatheter edge-to-edge repair", was reviewed. The article presented a prospective, retrospective multi center study, to evaluate the clinical significance of mr reduction and tmpg elevation in patients with functional mitral regurgitation (fmr) after m-teer. Devices mentioned include mitraclip. The article concluded that in patients with fmr, elevated tmpg was consistently associated with higher risks of the primary endpoint. Mild or moderate residual mr with low tmpg was associated with more favorable prognosis, suggesting that balancing mr reduction and tmpg may help refine risk stratification after m-teer. [The primary author and corresponding author was masanori yamamoto at department of cardiology, nagoya heart center, higashi-ku nagoya, aichi, japan with corresponding email: masa-nori@nms.ac.jp]. The time frame of the study was april 2018 to june 2023. A total of 2360 patients were included in this study, of which 2360 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease. (B)(6), unk mitraclip peri- and post-procedural complication death, heart failure, prolonged hospitalization.